Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After second surgery, breaking of screw and loosening of cup has been confirmed. During follow-up pain and abnormal sound occurred. In the subsequent follow-up, there was progression of loosening of the cup, and severe bone defects were observed in the anterior to posterior and superior acetabular sides, and the patient also had pain. Doi: (B)(6) 2006. Dor: (B)(6) 2022. Site: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicating that "in the primary surgery, implants manufactured by other companies were used.after the primary surgery, deformation of the acetabular side had progressed. Therefore, a second surgery was performed on (B)(6) 2006. In the second surgery, other companies' stem retained unchanged, and cup was replaced with our oblong cup.after second surgery, breaking of the screw and loosening of the cup has been confirmed. During follow-up, pain and abnormal sound occurred in (B)(6) 2021.in the subsequent follow-up, there was progression of loosening of the cup, and severe bone defects were observed in the anterior to posterior and superior acetabular sides, and the patient also had pain.-the third surgery for loosening of right cup was done on (B)(6) 2022.in third surgery, the stem was retained, the oblong cup was removed, and replaced again with another company's cement cup."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All photographs were reviewed. Device fracture is confirmed, it can be observed that the tip of the screw has broken off. Based on the provided information it is not possible to confirm the implant loosening and audible sound allegations. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.